Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. ' it was reported that the patient was afraid to make any changes because one time the patient's stimulation was reading 7 and it cause the patient excruciating pain. The patient didn't know what she did to get it that high but the high stimulation made the patient scream. The patient expressed that she doesn't seem to understand how or when the patient should change to a different program and the ins wasn't helping at all. The patient said she gave it a couple of days but nothing happened and then the patient would move stimulation a little. The patient was on program 1 and hasn't changed the program but does increase and decrease. It took the patient 3 months to get used to the ins and find something that was comfortable and working for the patient's symptoms but the therapeutic effect doesn't last forever. The patient couldn't remember what was working for her. The patient also mentioned that she tried to change the patient programmer (pp) batteries to see if it made a change in her symptoms but the pp battery shows half full when she first turns the pp on. It was mentioned that the pp showed the low battery screen. Trouble shooting attempts were made and the patient was on program 1 at 5.7 and changed to program 2 at 3.8. The patient activated program 2 and stimulation was too high and painful for the patient, but the pain stopped and the patient was told to decrease stimulation before turning stimulation on. The patient decreased to 1.0 and turned stimulation on and it felt like a rub and stimulation was good there. Then the patient didn't feel anything, but it was at a comfortable level. There were no further symptoms or complications reported or anticipated.